Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the abnormal image was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found the label on video connector is peeled. In addition, as stated in section b5, the device evaluation found image noise that caused no image to be displayed as well as abnormal image color tones due to damage of the imaging unit, the video connector and the video connector board. Additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, the grip had discoloration, the video connector and the video connector case had a crack, the bending angle in up direction did not meet the standard value due to wear of angle wire, and the following parts had scratches: bending section cover, video connector, light guide connector, light guide cover glass, switch 1, lock engagement lever, up down plate, right left lever and plate, angulation lever, grip, and control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope video connector label was peeling. Inspection and testing of the returned device found image noise that caused no image to be displayed as well as abnormal image color tones. There was no report of delay or harm to the patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.